Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for an elective pulse generator upgrade procedure on (B)(6) 2021. During the procedure, the right ventricular lead was capped and replace due to lead fracture. The patient's condition was not reported.